Event description:
It was reported that the bur head fell off during a surgical procedure. It was further reported that the bur head fell down the humeral shaft and could not be retrieved. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was returned for evaluation. It was visually confirmed that the bur head had snapped off the shank. Measurements performed on the returned product confirmed that it conformed to required specification. This definitive root cause for the breakage was undetermined.